Event description:
It was reported patient has developed complex regional pain syndrome experiencing pain, swelling, difficulties with rom, and hypersensitivity approximately two years post implantation attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2023-00018, 3007963827-2023-00019, 0002648920-2023-00016. Concomitant medical product: articular surface fixed bearing (ps) left 12 mm height, item#: 42512400412, lot#: 64163707; femur cemented (ps) narrow left size 4, item#: 42500005601 lot#: 63903850; all poly patella cemented 29 mm diameter, item#: 42540000029, lot# 64620899; biomet bc r 1x40 us, item#: 110035368, lot#: 913cal1802. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from office visit: ambulates only short distances, with walker- no walker used prior to surgery; discouraged by rom gained, rom 10-88; taking tylenol as needed for pain. From subsequent office visit: left knee pain and swelling, hypersensitivity from knee all the way down to her foot really since surgery, warmth but no fevers/chills/or other signs; rom 90-95. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the post-operative left knee arthroplasty. Left knee arthroplasty components are anatomically aligned and there is no acute abnormality. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.